Event description:
The complainant reported that the clinician's were performing the implant of an obtryx sling system-halo in a female pt. According to the complainant, during the procedure (procedure date unk), the association loop broke while the physician was attempting to insert the device into the pt. There was no indication from the complainant of any adverse affects to the pt as a result of the reported problem. All attempts to obtain add'l pt and event info were unsuccessful.

Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation as it was discarded subsequent to the event; therefore a failure analysis is not available. If there is any further relevant info from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.